Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a ventricular fibrillation (vf) episode, the device appropriately delivered therapy, nonetheless the patient was driving and crashed. Then, lead rv lead exhibited high pacing and shock impedances out of range due to lead fracture on the car crash. The left ventricular (lv) lead was programmed to use rv lead vector, and also exhibited high impedances out of range. Subsequently, this rv lead was succesfully explanted and replaced, and all measurements were within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the hv cable conductor resistance measured as an electrical open, indicating a fractured or broken conductor. Based on the characteristics of the fracture, it was determined the hv cable fracture morphology was obscured on most of the fracture faces, but general overall fracture characteristics suggest mixed mode of fatigue and overload. Analysis concluded that the clinical observations of high impedances out of range were likely caused by the confirmed fracture.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a ventricular fibrillation (vf) episode, the device appropriately delivered therapy, nonetheless the patient was driving and crashed. Then, lead rv lead exhibited high pacing and shock impedances out of range due to lead fracture on the car crash. The left ventricular (lv) lead was programmed to use rv lead vector, and also exhibited high impedances out of range. Subsequently, this rv lead was successfully explanted and replaced, and all measurements were within normal limits. No additional adverse patient effects were reported.